Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients represented in the article is male/66 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Possible models could include two of the leads for this lead family (6948, 6949). The recall and correction number listed are in reference to a product family of leads that are associated with the field action. Without the specific model number(s), it is not possible to assure the specific product correction number referenced in the article is listed in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿sprint fidelis (tm) implantable cardioverter--defibrillators lead patient management and survival: single center study.¿ cardiology journal. 2017; 24(3):259-265. Doi:10.5603/cj.a2016.0110.

Event description:
A journal article was reviewed which contained information regarding implantable tachy leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there were patients who received inappropriate shocks, for this recalled lead family. There were leads that were extracted after the ¿failure¿ was diagnosed. There were also reports of lead noise/signal, ¿low ventricular sensing,¿ ¿loss of ventricular stimulation,¿ and apparent fractures. There was one (1) patient who had infective endocarditis, and subsequently had the lead removed. The status/location of the lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.